Manufacturer narrative:
Ethnicity/race: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between oct 20, 2021 and dec 28, 2021. The intraocular lens (iol) has not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure. A replacement lens of the same model but different diopter (17.5) was used. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 1, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half with detached haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.